Manufacturer narrative:
Further investigation of the customer issue included a review of historical complaints (both trending and lots), review of customer (patient) details and a review of labeling. Historical complaint reviews did not identify an adverse trend. A review of the customer data found that the discrepant results observed in the both patients are due to the difference in how the samples were collected: venous draw vs. Fingerstick. In addition, the results of the first patient is indicative of a platelet transfusion. The discrepancies from the third and fourth draws of the first patient could be due to blood banking reasons and the limited life span of peripheral platelets. Labeling was reviewed and found to be adequate: the cell-dyn emerald operator's manual states that well-mixed fresh whole blood specimens, collected in k2edta anticoagulant is recommended. All performance statements given in the cell-dyn emerald operator's manual were generated using venipuncture specimens collected in k2edta anticoagulant. For additional information on collecting venous specimens, refer to clsi standards h3-a51. If imprecise results are observed, based on the event details and investigation, no product deficiency was identified with the cell-dyn emerald instrument.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed erratic hematocrit results. The following data was provided: hematocrit 25.8% redrew venus and hematocrit = 32.9%. Customer states they did not repeat fingerstick, so customer thinks this may be collection related. The customer is being treated at a cancer care center, but no further patient details are available.